Manufacturer narrative:
Suspect product: lot number 963/3. Type of investigation code: b15, b18, b20. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected with 1 syringe in the pre jowl area with juvéderm® volux¿ xc. Patient reported they had covid-19 infection, deemed not device related and very sick. 21 days post-injection, patient experienced inflammatory nodule. Next day, patient was treated with kenelog. A week later, 19 days later, patient was treated again with kenelog and augmentin was added for treatment. 9 days later, patient was treated with hylenex and kenelog. The symptoms have not fully resolved.